Manufacturer narrative:
Reference sr (B)(4). Resubmitting the MDR, the MDR was submitted to the FDA on august 08, 2018 but the transfer failed. Customer stated that the plastic connector that connects the top part of the pole to the rest of the unit snapped in half. Tech was hit by the camera but no injury. In compliance with 21cfr part 820.198- quality system regulations and natus quality management system, we initiated the investigation of the reported failure. Device was returned and the cause of the problem was identified as incorrect installation of the part. The pole sleeve on the cart was installed in reverse direction. The complaints data of the last six years was reviewed and there is no other complaints of this nature. This is an isolated incident. The assembly instruction will be revised to add extra steps for the verification. All assemblers will be trained to the revised assembly instructions.

Event description:
A portion of the camera disconnected from the unit.